Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient provided additional information indicating that the cause remains unknown. The patient added that they had tried different settings: at higher settings, it worsens, but at lower settings, it resolves. To resolve the issue, the patient stated that, to date, only programming has been undertaken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device doesn't seem to be functioning well. It doesn't seem like it is working like it used to in regards to helping symptoms. The patient saw nurse practitioner on december 16, 2025. They increased the amplitude to 1.9 on the left and 3.6 on the right. It was wonderful the patient could walk, talk, and think better. The patient started to hear and feel a buzzing sound. They said, it feels like they have cicadas in their head. They asked their wife if she can hear that sound and she said no. They said they can hear and feel a buzzing. It feels like it is in the cranium or front side of the skull between the eyes up in the forehead. Up above the right eye. The longer they have the stimulation on the higher setting the more the buzzing intensifies. It sounds like something is loose. They tried turning it back down and after fifteen minutes the buzzing went away. The patient said they are so much better (walking, talking, thinking) on the higher setting, but by the end of the day they can't deal with it. Medical history: patient is epileptic on top of parkinson's. Patient wanted to know if the the buzzing was a disease progression or technology issue. Agent told the patient we don't know the cause of the buzzing. Redirected patient to healthcare provider (hcp). Patient mentioned the stimulator battery isn't depleting as fast. Patient recharges every three days. Every time they go into the dbs therapy application in the battery option under menu my battery always says 100%. Agent reviewed that is because the battery depletes by 10 percent, and the battery shows in 0,25,50, 75, 100 quartiles. If the patient was to wait to recharge longer then the battery may show more deplete. Patient called back repeated same information documented but patient states the last couple nights having night terrors , patient screams in the middle of the night. Patient states they informed the healthcare provider (hcp) but haven't heard anything. Agent redirected to hcp. Patient states with dbs they can walk better, talk better. Patient states having settings increased about a month ago and as the settings get increased patient does better. But noticing little things night terrors , buzzing sounds like locus. Patient states in 2021 having the covid shot that also jacked things up. Patient states right now they are at 3.6 on the right and 2.5 on the left.